Manufacturer narrative:
Details of the complaint on 08/05/2019, customer at community medical center reported the cns-6201a (pu-621ra sn: (B)(6)) had "intermittent communication errors dropping patient monitoring". The error message on the cns displayed "communication interrupted" on half the beds monitored, which were wireless bedsides. The cns beds on the display were reported to "glitch" before the error message appears. Patient data from all the beds were properly showing in the emr during this time without interruption. Customer replaced the cns and the issue came back but once cleared, the error message has not been seen. Service requested troubleshooting/assistance. Service performed customer was advised to reboot the available bedside monitors and also the switch, and to track if the issue returned. Per customer follow up, the issue was resolved however the root cause was unknown. Investigation result the cns warranty began 10/25/2012. The reported issue occurred after almost 7 years at customer facility. Review of cns sap history found previously reported issues relating to communication: 300038602 reported 03/14/2016 in which unit was reported to have "comm loss" after cns was moved to a new location. Communication restored upon re-seating network cables. Review of tickets opened for pu-621ra units at customer facility found no other issues relating to "communication". Review of qa trending report ran on 10/28/2019 found no issues relating to "communication interrupted" error message. Customer reported issue was resolved however no further information is available. The root cause could not be determined from the available information. No adverse trend of "communication" issue is suspected for this unit or customer. D11 & c2: bedside monitors (bsms) were used in conjunction with the cns. No model information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was experiencing intermittent communication loss on all bedside monitors (bsms).

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was experiencing intermittent communication loss on all bedside monitors (bsms). They switched the unit out for another cns. They do not plan to send the unit in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitors (bsms) were used in conjunction with the cns. No model information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was experiencing intermittent communication loss on all bedside monitors (bsms).